Event description:
One lesion was treated on the day of the index procedure in the mid lad with the implantation of one endeavor sprint stent. Approximately 5 months from the index procedure, the patient underwent a balloon only revascularization of the mid lad, due to restenosis. Approximately 7 months from the index procedure, the patient underwent a revascularization of the mid lad due to restenosis, where 2 endeavor resolute rx stents were implanted. Approximately 11 months post index procedure, CABG surgery was performed; revascularizations of the following arteries were performed: right posterior descending, 1st obtuse marginal, left atrioventricular branch, mid lad and 1st diagonal branch. Approximately 4 days later, a revascularization of the proximal lad is reported to have occurred due to restenosis, where one endeavor resolute drug-eluting stent was implanted. Clinical events committee (cec) adjudicated that a stent thrombosis also occurred on the same day as this revascularization.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis, restenosis). (B)(4).